Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure, fluoroscopy showed externalized conductors on the right ventricular lead. Lead electrical measurements were stable. Physician elected to continue to monitor the lead. Patient is not pacer dependent. Patient was stable throughout the procedure and will be monitored closely.